Event description:
It was reported that the patient underwent an anterior cervical procedure at c5-6, c6-7. Approximately 124 months post-op, the patient was noted to have osteolysis and progressive arthrosis around the prosthesis. The surgeon noted the event was possibly related to the device, but may also be normal progression of degeneration.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.